Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that prior to use when the nav6 embolic protection system was about to be inserted into the copilot, the barewire tip unraveled and the filter came out of the delivery catheter. The filter was noted to be elongated therefore the device was not used. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.